Event description:
It was reported that noise oversensing was present on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. No inappropriate therapy was provided. Provocation maneuvers were performed, and the noise was unable to be reproduced. An xray was performed without visible abnormalities, the patient was noted to have sternotomy clips. The sicd was reprogrammed to the secondary vector, and ts was contacted for further troubleshooting. Ts recommended several troubleshooting and programming options. This s-ICD remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This s-ICD has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.